Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - d10, h6(type of investigation, component codes). The nurse stated that the pump had been in standby for 19 minutes. Esp personnel promptly reviewed the troubleshooting steps, and she confirmed there were no visible signs of blood in the helium tubing and that all connections were secure. Esp personnel guided her through the use of the iab fill and start keys, which successfully resumed therapy as expected. Also reviewed the possible causes of the alarm with her and discussed the use of the help key to check for any messages or alarms.

Event description:
N/a.

Manufacturer narrative:
A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec. Gas loss cause: 1. Pump system malfunction. Mitigation: if no leaks, occlusions, or patient conditions (fever/tachycardia), perform manual iab autofill using fill key (purges/replaces helium and recalibrates). Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding gas loss in iab circuit alarm. There was patient involvement and no harm reported.